Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited unspecified impedance measurements problems. The lead was capped and replaced on (B)(6) 2024. Patient status was unknown.

Event description:
New information received notes that the patient was in stable condition.